Event description:
It was reported a patient came in for post op x-rays, when the surgeon noticed that the two bottom screws backed out of locking ring by 2-3mm. The surgeon is monitoring the situation on the other hand the patient's symptoms have been alleviated since the surgery.

Manufacturer narrative:
Method: device history review; results: the product was not returned and no lot number was provided, thus a review of the manufacturing records for this product could not be performed. Conclusion: the reflex-hybrid variable angle self tap screw was reported to have a backed out of the plate post-operatively. This is confirmed through x-rays. No patient harm was detected.

Event description:
It was reported a patient came in for post op x-rays, when the surgeon noticed that the two bottom screws backed out of locking ring by 2-3mm. The surgeon is monitoring the situation on the other hand the patient's symptoms have been alleviated since the surgery.